Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 421 mg/dl. Reportedly, there was a blockage at the t:lock. Customer replaced infusion set and cartridge and resumed insulin successfully.